Event description:
It was reported that biomed stated that the arctic sun device was having trouble cooling. During functional it was determined that the device had a failed mixing pump. Biomed requested quote for 2000 hour service. Per customer via phone on 07oct2024, it was reported that the device was not cooling properly and the mixing pump needed to be replaced. The pump was replaced and the issue was resolved onsite. Patient therapy was not completed on the device and the patient was sent to another hospital to resume therapy. No sample is available.

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: b, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed stated that the arctic sun device was having trouble cooling. During functional it was determined that the device had a failed mixing pump. Biomed requested quote for 2000 hour service.

Manufacturer narrative:
This MDR is being retracted as it is a duplicate of a record already submitted 1018233-2024-04861. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed stated that the arctic sun device was having trouble cooling. During functional it was determined that the device had a failed mixing pump. Biomed requested quote for 2000 hour service. Per customer via phone on 07oct2024, it was reported that the device was not cooling properly and the mixing pump needed to be replaced. The pump was replaced and the issue was resolved onsite. Patient therapy was not completed on the device and the patient was sent to another hospital to resume therapy. No sample is available.

Event description:
It was reported that biomed stated that the arctic sun device was having trouble cooling. During functional it was determined that the device had a failed mixing pump. Biomed requested quote for 2000 hour service.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. During functional it was determined that the device had a failed mixing pump. Biomed requested quote for 2000 hour service. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.